Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after an acl, in which tendon anchors were used, the patient experienced more pain. A revision surgery is planned. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Our clinical investigation concluded: a clinical review states no relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Should any additional clinical information be provided, this complaint will be re-evaluated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Following sections were updated: b5, h6: health effect - clinical code. Health effect - impact code. Type of investigation. H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A clinical review states the finite data provided in the adverse events documents support the complaint; however, the limited information is insufficient to render a thorough medical assessment. Per the provided adverse event form the patient is "recovering" following the procedure. No further medical assessment is warranted at this time. Should additional information be provided, the clinical/medical investigation task will be reopened. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that after a left rotator cuff repair that took place on (B)(6) 2022, in which tendon anchors were used, the patient experienced more pain from (B)(6) 2022 due to a re-rupture. A re-operation was performed on (B)(6) and the issue was resolved with this and hospitalization; however there is no record of explanted devices. No further complications were reported.